Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead became twisted in the venous system and could not be explanted. As a result, the physician had to cut the lead. A portion of the lead remains in the patient. No additional adverse patient effects were reported.